Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was reported that the patient was in the hospitalized. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information was available.